Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to pt injury previously. Device issue: loose stent. It was reported that on removal from the package, it was noted that the stent was loose on the balloon. The product was not used. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the loose stent. Evaluation summary: quality assurance analysis of the stent delivery system (sds) was returned with blood visible on the hub. There was no contrast visible. The stent implant was loose on the balloon with the distal end of the stent implant 1mm proximal to the proximal end of the distal marker. There were two struts in the first row of distal struts that were flared. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon over the distal marker. There was no damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters at proximal, middle, and distal. The outer diameters were oversized and these did not meet manufacturing criteria. The protective sheath inner diameters could not be measured because it was not returned. Product performance engineering reviewed the incident information and analysis of the returned rx vision stent delivery system (sds). It was reported that the stent was loose upon removal from the package. Analysis confirmed that the stent was loose on the balloon, as the stent was located 1mm proximal to the distal marker band. In addition, there were two flared distal struts and the diameter of the stent was oversized. Crimp marks were observed on the tightly folded balloon between the markers, indicating that the stent had been properly positioned at the time of manufacturer. However, because stent outer diameter is verified 100% at the time of manufacture and testing units in this lot were all well within the required specification, this oversizing most likely occurred at the time of stent movement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the information gathered suggests any of these causes is the most likely cause, thus a definitive root cause for the loose stent in this case cannot be determined. The flared distal stent struts were not mentioned in the incident report and it is unk if this damage occurred during removal from packaging at the account, during manufacturing or during the handling of the device during packaging for shipment back to abbott vascular for evaluation. However, there are many in-process controls to help assure that this was not a manufacturing issue, such as visual inspections. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. There is no indication of a manufacturing quality issue. The lot history record was reviewed and did not reveal any non-conformities, which could have contributed to this complaint. This MDR is considered closed by the product performance group.